Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt was unable to adjust the stimulation. The programmer display showed a "call your doctor" icon and was in a power on reset (por) mode. Troubleshooting was initiated. The toggle button was used to clear the por which resolved the issue. The pt was then able to use the pt programmer again.